Event description:
It was reported that at the patient's refill, the compounded baclofen concentration was changed from 2000 mcg/ml to 4000 mcg/ml and a bridge bolus was not done. Five days later, the patient was tired, but doing okay. The pump was reprogrammed to 4000 mcg/ml with a dose of 689 mcg/day.